Event description:
During insertion of the endosure aaa pressure sensor into a calcified iliac artery, the delivery cathter detached. Removal of the tip was successfully performed. The case was completed and the pt was discharged from the hosp without incident.